Manufacturer narrative:
Product ID 3889-28, lot# v621113, implanted: 2011-(B)(6), product type lead. (B)(4).

Event description:
It was reported that when the patient had her device implanted, she got an infection at the stitch site. If additional information is received, a follow up report will be sent.